Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event problem and evaluation: on 10-nov-015, a medtronic representative went to the site to test the equipment and confirmed the reported issue. Additionally, the hand switch was noted as needing replacement due to the cord being stretched and not holding coils. The umbilical cable, power cord, and hand switch were replaced. The imaging system then passed the system checkout and functioned as intended. The mobile view station (mvs) interface cable was returned to the manufacturer for evaluation and an electrical failure mode was found during bench testing. The continuity test failed, pin 12 on lemo connector had no connection with connector j8.3. The mobile view station (mvs) power cord was returned to the manufacturer for evaluation and physical damage was identified. The cable had a 1- inch cut in the outer pvc jacket, exposing the three insulated conductors. There was no damage to the three insulated conductors inside this cable (black, white and green), all pvc jackets had good insulation with no cuts or breaks. The x-ray hand switch was returned to the manufacturer for evaluation and a mechanical failure mode was identified. Visual inspection confirmed coiled cable did not recoil as it should due to stretching and wear. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when the imaging system was plugged in and connected to the mobile view station (mvs), the battery indicators (motion and x-ray) were not scrolling like they should when charging. Status remained solid. Also, the system power light (green light) was not lit even though the system was securely plugged in to the mvs and the mvs was plugged into a working outlet. This issue was noticed when bringing in the imaging system for a post-op spin.